Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Vessel injury: after implantation of the treo device and leg extension devices, the puncture site was attempted to be closed as the final angiogram showed no problems, but the access vessel (the femoral artery) injury was found. The injury was treated with a patch using an artificial graft. The cause of the event was considered because the puncture site was close to the bifurcation of the vessel, there was calcification, and the puncture was made almost perpendicular to the vessel. Operation type: stent graft implantation blood loss: unknown. No image available pre-case plan available (schema attached) no additional information available (tc#(B)(4))" patient outcome - "no health damage to the patient."